Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5017263. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: good morning, ed has found a defective lot of bd 20g angiocaths. Lot #5017263, issue: needle will not retract and safety will not activate. We tried troubleshooting with typical technique of breaking the seal prior to insertion and overall interventions and came across12/17 bd 20g angiocaths tested in this lot will not retract the needle without entirely removing the IV catheter sheath. Several of these IV catheters also led to significant friction and tug when the IV catheter would retract. I have notified the system vascular access group, I will be placing an sems, and we have removed this lot from our IV totes and storerooms.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.